Manufacturer narrative:
Section a2, a3a, a3b, a4, a5, a6: information unknown/not provided. Section d6b: if explanted; give date: n/a (not applicable). The lens remains implanted. Section e1: (B)(6). Section h3-other (81): the device was not returned for evaluation as it was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt was made to obtain missing information; however, the account did not have the information. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during implantation of a preloaded monofocal intraocular lens (iol) the trailing haptic was stuck in the injector and there was a struggle to remove the iol from the injector. The lens had already opened in the eye so surgeon had to finish implanting. The surgeon had to forcefully use instruments to dislodge the haptic and remove from the injector. The injector was discarded. Through follow up, it was reported that it could have potentially caused harm to the patient due to the amount of force the surgeon had to use to get the lens off the injector. Everything went fine afterwards. The patient was discharged without issue. No further information is available at this time.